Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb mck needle pulled out of hub. The following information was provided by the initial reporter: material#: 306616, batch#: 5093369. Verbatim: rcc received a complaint via email. Safety hypodermic needle glide 25g x 1in. (Lot # 5093369) while removing the needle after administering the injection the hub broke off the needle. The needle had to be removed separately. Additional information provided: 1. Can you please provide an exact date of the event in format dd-mmm-yyyy? Friday 12/12/2025. 2. Could you please confirm if there are any samples available to send to bd for investigation? No, we do not, we discarded everything. We just have the pictures that were included. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No, no harm or injury were happened. When taking the injection out the hub broke off, and the needle stayed in the patient. We were able to successful remove the needle without any harm.

Manufacturer narrative:
(B)(4) supplemental MDR. Needle pulled out of hub. Two photos were provided for evaluation. One photo show two packaging blister top webs, and the other shows a needle assembly with the plastic shield removed. In the second photo, the needle is separated from the needle hub and positioned alongside it. Based on the investigation and review of the photo evidence, the reported condition is confirmed. A device history record review was completed for material number 306616, lot 5093369. All required in process and final visual inspections were performed, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly, and our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.